Manufacturer narrative:
Unit failed battery test due to corroded battery tube. Unable to test operating currents due to failed battery test alarm. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, unit received with broken battery cap. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery cap is broken and there is a crack in the battery tube. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.